Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 20, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 23, 2022.